Event description:
It was reported via repair work order that the power cord ground prong was missing and the cord insulation was worn. It was further reported that the power inlet filter was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.